Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia and performed several early infusion set changes, switching from contact/detach 23"-6mm to an older supply of inset 23"-6mm due to elevated blood glucose and running low on current supplies; no device alarms were reported, and replacement supplies were arranged. Symptoms included feeling unwell and blood glucose levels up to 375 mg/dl with readings remaining above 180 mg/dl for several hours. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake review, user interview, and troubleshooting with education. Investigation of this case revealed no device alarms or functional malfunction, with hyperglycemia resolving after supply change, which is consistent with infusion site or set-related issues, though the precise cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown.